Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes) h10, h11. Corrected fields: a1, b5.

Event description:
It was reported by the customer that while setting up the cardiosave intra-aortic balloon pump (iabp) before patient use, the unit was swapped because fiber optic module failure was displayed on the screen. There was no patient involvement thus, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found in error logs: fault #53 "fos continuous bit failed". The stm replaced fiber optic assembly and fiber optic jumper cable. Subsequently, the stm completed preventive maintenance (pm), verified unit, calibrated and reported that it passed all functional and safety tests per factory specifications. The iabp returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that while setting up the cardiosave intra-aortic balloon pump (iabp) before patient use, the unit was swapped because fiber optic module failure was displayed in the screen. There was no harm or injury to the patient and no adverse event was reported.